Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone following the speaker upgrade (z-0664-05).

Manufacturer narrative:
The biomedical engineer was able to isolate the failure to the main pcb. If add'l info is made available, a follow-up report will be submitted.